Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric and heavily calcified right internal iliac artery that was 98% stenosed. A 6.5 x 15 mm herculink balloon expandable stent was used and met initial resistance. Therefore, the stent delivery system was removed along an unspecified guide wire; however, the stent dislodged from the stent delivery balloon and migrated towards the lower extremity. The stent was not recovered and the patient has not complained about any symptoms. The stent delivery system and the guide wire were removed as a single unit. Then, pre-dilatation was done in the lesion with a 3.5 mm trek balloon dilatation catheter and another 6.5 x 15 mm herculink balloon expandable stent was used to successfully complete the procedure. After this procedure, the patient underwent coronary artery bypass graft (CABG) surgery and was discharged from the hospital on (B)(6) 2018. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.